Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the mildly tortuous and severely calcified vessel. A 1.5mm x 20mm x 142cm coyote es balloon catheter was advanced for dilatation. However, during the second inflation at 10 atmospheres for 10 seconds, the balloon ruptured. The device was removed, and the procedure was completed with different device. There were no patient injuries reported and the patient was in good condition post procedure.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the mildly tortuous and severely calcified vessel. A 1.5mm x 20mm x 142cm coyote es balloon catheter was advanced for dilatation. However, during the second inflation at 10 atmospheres for 10 seconds, the balloon ruptured. The device was removed, and the procedure was completed with different device. There were no patient injuries reported and the patient was in good condition post procedure. It was further reported that the target lesion was located in the vessel below the knee.